Event description:
Physician reported right side "capsular contracture/ encapsulation of prostheses" baker grade iii, "folds in the breast prostheses," and recall. A "thick capsule cyst associated with small calcification near the cyst," was reported as not device related. The device remains implanted.

Manufacturer narrative:
(B)(6). Information contained in this report was previously submitted through asr on "01/22/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture/ encapsulation of prostheses".